Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the proximal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the tip of the basket detached prematurely, and was left inside the patient. The patient underwent another ercp the following day in order to retrieve the detached tip, and to crush more stones. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the initial procedure was reported to be ¿stable¿. The patient was reported as ¿treated¿ at the conclusion of the second procedure on (B)(6) 2017.

Manufacturer narrative:
Visual evaluation of the returned device found that the basket was in an extended position. The basket tip was not present and was not returned for analysis. The evaluation concluded that the tip of the basket could have been detached as a normal factor of the procedure since the trapezoid rx wireguided retrieval basket has been designed with this characteristic. Since the complaint is due to known effects of the procedure noted within the directions for use, the most probable root cause is "anticipated procedural complication". The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the proximal bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a trapezoid basket was used in an attempt to crush a stone. However, the tip of the basket detached prematurely, and was left inside the patient. The patient underwent another ercp the following day in order to retrieve the detached tip, and to crush more stones. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the initial procedure was reported to be ¿stable¿. The patient was reported as ¿treated¿ at the conclusion of the second procedure on (B)(6) 2017.